Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during interrogation on an implantable cardioverter defibrillator (ICD) an alert on the right ventricular (rv) channel was triggered due to elevated rv threshold readings. The respiratory sensor had been disabled by the signal artifact monitor (sam), accompanied by minute ventilation (mv) chop. The patient had two events of oversensing as a result of the observed noise. No programming changes were recommended. This ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that during interrogation on an implantable cardioverter defibrillator (ICD) an alert on the right ventricular (rv) channel was triggered due to elevated rv threshold readings. The respiratory sensor had been disabled by the signal artifact monitor (sam), accompanied by minute ventilation (mv) chop. The patient had two events of oversensing as a result of the observed noise. No programming changes were recommended. This ICD remains in service. No adverse patient effects were reported.